Event description:
A us distributor returned electrode belt sn (B)(4) indicating that the ECG electrodes were non functional.

Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrodes non functional) was confirmed. Upon eval, there was an opening along the brown (-5v) wire inside the trunk cable. The cause of the non functional ECG electrodes is the open brown wire. The root cause of the open brown wire cannot be positively identified but is likely excessive force placed on the trunk cable. No adverse event resulted from the open wire.